Event description:
It was reported when the device was used during an ileo loop procedure, it functioned as intended during the initial procedure. The patient was returned to surgery one week post-operatively for possible leak. The leak was found to be in the middle of the staple line. There is no other reported patient consequence.